Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 23mm sapien 3 thv 2 years and 26 days post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years and 26 days post implantation of a 23mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. In this case, approximately 2 years and 26 days post implantation of a 23mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve. The reason for the explant was due to increase gradient and pannus. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections updated: g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) was not required as the reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A lot history review is not required as the reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include: device explants. A complaint history review was performed on confirmed device complaints (returned and no product returned) from january 2021 - december 2021 for the sapien 3 valve (all models and sizes). No manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggests that patient factors (tissue in-growth) may have contributed to this complaint. Since no labeling/IFU deficiencies were identified, no corrective or preventative action, nor product risk assessment (pra) is required. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors: tissue in-growth (pannus). A risk management documentation review was performed on the reported event and provided no evidence of a product nonconformance or labeling/IFU inadequacies were identified in evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure events. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in surgical intervention. The complaints for "increased gradients" and "pannus formation" was confirmed from the review of the medical report. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 2 years and 26 days post implantation of a 23mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve." Additionally, a review of the medical report revealed that "the aortic prosthesis demonstrates a severely increased transvalvular gradient for valve type and size" and the reason for explant "appears to have been caused by the development of pannus on the sapien 3 valve". The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the s3 valve may interfere the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby increasing the pressure gradient. While the exact etiology of pannus formation is not known, available information suggest patient factors (pannus) may have contributed to the reported event.